Event description:
It was reported that after taking the trixie unit out of the storage position and starting to put into a lifting position (prior to getting over the bed and over a resident), the boom dropped due to the rear link assembly pin coming out of the socket. There was no person on the lift when the boom fell.

Manufacturer narrative:
This report is being filed under (B)(4) by arjohuntleigh (B)(4) on behalf of the manufacturer arjo (B)(4). Please note that this product is no longer manufactured and previous medwatch reports for this product may have been submitted for the manufacturing site arjo (B)(4). As of (B)(4) 2010, that number was de-activated due to the site no longer being a manufacturer. Going forward, complaints related to this product are to be handled by arjo (B)(4) and any medwatch reports will be submitted under (B)(4). Additional information will be provided following the conclusion of the manufacturer's investigation.